Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined that the motor was seized and the hinge gasket was missing. There were worn components. The motor, hinge gasket, screw, and swivel were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported event is attributed to component failure as the device exhibits wear and tear from repeated use the event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: united kingdom.

Event description:
It was reported that during cleaning inspection; the unit was not working. There was no patient involvement. During device evaluation it was discovered that the motor was seized. Due diligence is complete; no further information is available.